Manufacturer narrative:
(B)(4). It was noted that this device was not available for return, as it had been retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial pacing during left ventricular (lv) pacing threshold testing. The device was subsequently explanted. It was additionally noted that fluoroscopy confirmed the patient's left ventricular (lv) lead had pulled back into the coronary sinus. No additional adverse patient effects were reported.